Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Threshold tracking programmed off from week of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular capture management regulated the output incorrectly and measured the thresholds wrong on the implantable pulse generator (ipg) device. There were no electrograms showing ineffective stimulation. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.